Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1240, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. She suffered from nickel allergy since she was a child. After essure insertion she suffered miserably for one year from constant bleeding and discharge, as well as abdominal pain, low back pain, incredibly heavy periods, extreme adult acne on her face and neck and a general feeling of malaise. A computed tomography showed that the coil in her right tube had migrated and perforated her tube. Her coils were removed by an obstetrician specialist who had no prior experience or knowledge of the device (2012). He commented after removal that there were obvious signs of inflammation either due to allergy or infection. At the time of report (2015), it has been 3 years since their removal and she still suffered from extremely heavy periods, abdominal pain, leg pain, headache, dizziness, extreme fatigue and general malaise. Product technical complaint investigation result was received on 22-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had constant bleeding (interpreted as genital bleeding) for a year after essure (fallopian tube occlusion insert) insertion. A computerized tomography showed that the coil in her right tube had migrated and perforated her tube (interpreted as fallopian tube perforation). Her coils were removed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, considering the nature of these events and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.